Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services discussed that this was most likely due to a high impedance battery related to a software update. Device replacement was recommended since the patient was pacing dependent. Subsequently, this crt-p was explanted and replaced. No additional adverse patient effects were reported. As of today, this device has not been received by boston scientific for further investigation.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services discussed that this was most likely due to a high impedance battery related to a software update. Device replacement was recommended since the patient was pacing dependent. Subsequently, this crt-p was explanted and replaced. No additional adverse patient effects were reported. As of today, this device has not been received by boston scientific for further investigation.